Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings keypad is unresponsive during this investigation; all buttons. Leak test fail due to pump case damage; cracked between the bottom left corner of the keypad and the case seal. Opened pump; moisture found internally on the support bracket and on the keypad flex/connector. Keypad is intact. Removed keypad to inspect under contacts; no moisture or contamination found under contacts or keypad. . Returned battery cap used to perform investigation.